Manufacturer narrative:
Other relevant device(s) are: product ID:neu_unknown_lead, product type:lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient whose generator was explanted but who has retained leads (that might also be frayed). No symptoms reported. No further complications were reported/anticipated at this time.